Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The sample unit do not present any damage that could have caused the failure mode reported. No leak test could be performed in leak tester since the unit was received with liquid inside. The sample unit did not present leaks during functional test. Therefore complaint is not confirmed. No root cause could be determined since the complaint was not confirmed, no actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. No leak test could be performed in leak tester since the unit was received with liquid inside. Functional testing: the sample unit was fill whit colored water using a syringe in order to detect any leakage. Results: the sample unit did not present leaks, therefore complaint is not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was leaking on the cartridge. It is unknown if there was a patient, or clinician injury associated with this occurrence.